Event description:
It was reported that stent damage occurred. Access was obtain via the right arm. The target lesion was located in the ostial portion of the left anterior descending (lad) artery. The physician was able to cross the lesion with a guidewire with some difficulty. A 2.50mmx15mm fg emerge balloon catheter was advanced for dilatation but kinked due to high resistance in the lesion. The physician then used a 2.50x20mm promus element drug eluding stent (des) but during advancement the tip of the stent was deformed and removed from the patient leaving only non bsc guidewire in place. The patient suddenly moved and raised his arm being use as the access site when the patients blood pressure dropped. The patient was injected with epinephrine and sent to critical care unit (ccu). Fifty one hours later the patient expired. The physician noted the stent had not reached the lesion and had nothing to do with the patient's death. Additional information has been requested but was not available at this time.

Manufacturer narrative:
Device evaluated by MFR.: promus element ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged on the first two most distal stent strut rows with stent struts lifted and pushed proximally. The stent appeared bent on the 6th proximal stent strut row, stent struts were lifted from their crimped stent position. The undamaged section of the crimped stent outer diameter was measured. Stent damage most likely occurred during advancing attempts. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple severe kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Access was obtain via the right arm. The target lesion was located in the ostial portion of the left anterior descending (lad) artery. The physician was able to cross the lesion with a guidewire with some difficulty. A 2.50mmx15mm fg emerge balloon catheter was advanced for dilatation but kinked due to high resistance in the lesion. The physician then used a 2.50x20mm promus element drug eluding stent (des) but during advancement the tip of the stent was deformed and removed from the patient leaving only non bsc guidewire in place. The patient suddenly moved and raised his arm being use as the access site when the patients blood pressure dropped. The patient was injected with epinephrine and sent to critical care unit (ccu). Fifty one hours later the patient expired. The physician noted the stent had not reached the lesion and had nothing to do with the patient's death. Additional information has been requested but was not available at this time.